Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (s/n (B)(4) displayed an "air trap" alarm was confirmed based on the event log review and during functional testing. As reported, the customer noticed a puddle of saline on the floor when "air trap" alarm went off for the second time. Therefore, the root cause of the reported complaint was due to overflow of saline into the air trap chamber, possibly caused by user mishandling. During visual inspection of the thermogard system, the white guide rollers on the pump rotor were observed to be worn. The observed issue is unrelated to the reported complaint and likely occurred from normal use of the device. The white rollers were replaced to address the issue. A review of the event log data revealed multiple mid:09 (air trap assembly) error messages, indicating that the air trap sensors were blocked. The system failed initial functional testing as the thermogard console displayed a mid:09 error message upon powering up. It was noted that sensor leds were not lighting on the air trap sensor pcb. The investigation found saline or liquid on the air trap pcb, blocking the sensors. This caused the mid:09 error during testing and was the root cause of the customer's reported complaint of the "air trap" alarm. The air trap block assembly light pipes and pcb were cleaned to remedy the fault. Following service, the thermogard console passed all tests with no issues and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During the maintenance phase of an ivtm treatment, the thermogard xp ivtm system (s/n (B)(4)) displayed an "air trap" alarm. The console was in run mode for more than 30 hours and the patient's body temperature was 37°c when the "air trap" alarm was displayed. Following the alarm, start-up kit/catheter leak check was performed, and no leak was found. No blood tinge was observed in the tubing either. No air bubbles were noted inside the air trap chamber of the start-up kit (suk); however, heavy condensation was observed on the exterior of the air trap chamber. The user cleaned/dried the air trap chamber and powered off/on the thermogard console, and the "air trap" alarm was cleared. As reported, the thermogard console displayed the "air trap" alarm again, and it was noted that there was a puddle of saline on the floor. The therapy was discontinued. No further information was provided. The patient's status information was requested, but the customer did not provide a response; therefore, the patient's status is unknown.